Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) mechanism of the umbrella was defective and the umbrella didn't trigger. But the operation continued normally, the patient was not harmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) mechanism of the umbrella was defective and the umbrella didn't trigger when removing the insertion tool from the aorta , the umbrella comes out but the operation continued normally. The seal failed to unfold/unwrap once deployed intothe aorta. Just a little amount of blood ( ml segment, not more than 5 to 10 ml ). The patient was not harmed.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section h6 from "3190" to "2183". The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the lot # 3000252562 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/21/2022. An investigation was conducted on 09/29/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood were observed on the loading device, aortic cutter, delivery device, and seal and tension spring assembly. The safety lock of the aortic cutter was observed to be disengaged with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. The needle was observed to be bent at a ninety degree angle. The delivery device was observed outside the loading device with the blue safety lock off and white plunger depressed. Blood was visible inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta. The seal and tension spring assembly were observed to be deployed normally with the tension spring assembly returned inside the delivery device tube. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination were observed on the seal. No measurements of the delivery device were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed; however the analyzed failure "material twisted/bent needle" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
N/a